Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with stroke symptoms on (B)(6) 2023. Imaging was performed and determined that the patient had a hemorrhagic stroke. The patient suffered left-sided gaze and neglect, garbled speech, and drooling. The patient's coumadin was reversed, and strict blood pressure controls were implemented. The option for craniotomy was offered to treat worsening intracranial hemorrhage with likely cerebral edema, but the family declined. The patient was placed into comfort care on (B)(6) 2023 and passed away on (B)(6) 2023 .